Event description:
A home pt contacted baxter's technical service center for assistance. The home pt stated the pt line did not prime to the top. Baxter's technical service rep advised the home pt to start over with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.